Manufacturer narrative:
(B)(4). This event was previously submitted under an incorrect manufacturing site (3006946279-2025-00105), with additional information received which confirmed the correct manufacturing site (3002806535). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed. The review identified on one x-ray that the bearing is not adequately aligned, however, as the images are undated, it is not possible to correlate with the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty experienced a bearing dislocation approximately eight weeks post-op. A revision surgery has been planned; however, the date of the procedure has not yet been set. Attempts have been made and no further information has been provided at the time of this report.